Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include blockage or damaged component. The batch/lot number provided is invalid, therefore a review of the device history has not been possible, complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that during npwt utilizing renasys 15 fr channel drain kit, blockage alarm message displayed on the screen. The problem was solved by exchanging the drain kit; the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.